Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. No frozen display noted. The insulin pump had a cracked display window corner.

Event description:
It was reported that the buttons on the insulin were unresponsive, and the time clock did not change. The battery was removed for two hours and the anomaly continued. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.